Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" alarm condition occurred. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's software was reloaded to address the issue. During the evaluation the device failed to power on. The device's front panel was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.